Event description:
On (B)(6) 2013, the distributer contacted animas and reported absence of occlusion alarm. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/19/2013 with the following findings: review of the blackbox revealed record of an occlusion alarm. The force at the time of the alarm was noted to be high. During testing, a rewind, load cartridge, and prime sequence was performed successfully with no alarms. A force sensor calibration test confirmed the sensor was detecting correct force. The pump was exercised for 24 hours with no occlusions. An occlusion was induced for investigation and the pump gave the appropriate visual and audible "occlusion detected" alarm. Investigation was unable to confirm or duplicate alleged absence of occlusion alarm. The pump was determined to be functioning as intended.